Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was partly confirmed as the evaluation revealed that the wedge on the distal end protrudes slightly. This is typically caused by a large number of heating and cooling cycles, the wedge can move slightly at the distal end and thus protrude, causing the mentioned "sharp-edginess". Further the shaft is slightly bend and has one dent. Also the distal end and the fiber optics are damaged. The most likely cause for the reported failure can be attributed to misuse/mishandling due to the damage to the device.

Event description:
It was reported that part of the glass cover is missing at the distal end and is therefore sharp-edged. There was no harm for patient, operator or third party reported. No further information received.